Event description:
Reporter alleged the blood glucose monitoring device connector pins are missing and there are burn makrs on the bottom of the meter. Reporter stated the device is cleaned with alcohol pads and wiped to dry. Reporter indicated meter was taken out of service and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.